Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information was requested but was not available.

Event description:
It was reported that episodes of oversensing were observed. No intervention was performed; the patient was stable and there were no adverse consequences.